Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan (lfs) alleging the patient's onetouch ultralink meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter claimed that on (B)(6) 12 the patient's meter was reading inaccurately high as compared to a hospital meter, however, it is not known when the alleged issue first began. The patient manages her diabetes with an unknown type of insulin through pump therapy. It is not known how often the patient tests her blood glucose or what her normal blood glucose values are. The patient reportedly tested on the subject meter in the morning of (B)(6) 2012 and observed a blood glucose value of "88mg/dl" and reportedly was given juice in response to the result. At an unknown time, the patient reportedly went into seizures and lost consciousness. The emergency medical services were called at an unknown time and when they arrived they tested the patient's blood glucose using an unknown emt meter and observed a value of "216 mg/dl." It is not clear if this value was obtained after some sort of treatment by the ems personnel. The patient was taken to the hospital and when she arrived (time unknown) she was retested using a hospital device (unknown type) and observed a value of "55mg/dl." Both the subject meter and hospital meter readings were taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient was reportedly treated by an hcp with glucose gel that same morning. It is not known if the patient remained in the hospital or was later released. It is also unknown what the patient's blood glucose values were prior to receiving the value of 88mg/dl and what action she may have took. At the time of troubleshooting, the cca noted that the subject test strips were unexpired and stored correctly. A control solution test was not performed because the patient did not have any control solution available. Replacement products were sent to the patient and the subject products are pending return for investigation. Although the patient did not take inappropriate action in response to the alleged inaccurate result and it is not clear what the patient's blood glucose value was prior to receiving this result or whether she administered inappropriate treatment based on that value, this complaint is being reported because the patient she was treated for severe hypoglycemia by an hcp after the alleged issue occurred. The subject meter did not meet lfs's criteria for accuracy.